Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service representative replaced the drive manifold. The iabp then passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a scheduled preventive maintenance by a getinge service representative the cardiosave failed the drive manifold leak test. No patient involvement or adverse event was reported.